Manufacturer narrative:
The lot number of the device used during the reported event was not provided therefore we are unable to review the lot manufacturing records.

Event description:
A report received from a user facility in the (B)(4) stated that mr (B)(6) had a patient who had to return to theatre for an anterior chamber wash out, as a particle had been found in the eye post-operatively. The particle appeared to be a fragment of the lens that was left in the eye from the original surgery.